Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the infusion site on the leg was leaking. The patient stated that the issue with the infusion set leakage was caused by tight clothing and that it occurred twice. The patient then switched the infusion site to the abdomen. The pwd performed two full cleo changes (site and tubing) on the same day. The patient also reported experiencing high blood glucose (bg) levels throughout the day. The bg level at the time of the event was 515 mg/dl, which was reduced to 263 mg/dl after administering an insulin injection and changing the infusion set. There was patient involvement, with no reported harm.